Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient complained of blurred vision and glare post lens implantation in the left eye. The patient underwent a yag procedure on (B)(6) 2015 as prophylaxis against capsule contraction. A prk was performed on (B)(6) 2015. Despite good vision, the patient was unhappy with the implant and opted for a lens exchange. A standard mono-focal lens of different diopter power was implanted as replacement lens. Current prognosis and treatment is "continue to follow - spectacles if desired."

Manufacturer narrative:
The explanted lens was not returned; therefore, a product evaluation could not be performed. Review of device history record (DHR) indicated no anomalies. Based on available information, a root cause for the reported event could not be conclusively determined.